Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient symptomatic with phrenic nerve stimulation presented to hospital. Reprogramming the output did not resolve the issue, chest x-ray perform and the lead did not present and location changes. The physician capped and replaced the lead successfully in the right ventricle on (B)(6) 2016. The patient was stable post procedure.